Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with loss of bi-ventricular pacing. An av node ablation was performed and the patient was doing much better. After the procedure, it was noted that the atrial lead may have sensitivity issues and programming changes were made. The patient was stable.